Manufacturer narrative:
H3: device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens and debris on the lens. Visual inspection found no visible damage to the lens and debris on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s., but not marketed in the u.s. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vicmo13.2 implantable collamer lens, -05.50 diopter, within the same surgery due to the patient did not cooperate during the surgery and it was impossible to implant the lens. The surgery was cancelled. Cause of the event was unknown. If additional information is received, a supplemental medwatch will be submitted.